Event description:
It was reported the pt's stimulation will not turn off. It was also reported the stimulation is painful . The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.